Manufacturer narrative:
(B)(4) d10. Unknown head item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial hip procedure and subsequently, approximately 5 years and 5 months post implantation, underwent a revision surgery due to cup instability/dislocation. Diligence is completed and no further information has been provided.